Event description:
It was reported that a port was placed via subclavian vein in 2004. One month later, user, via x-ray, discovered catheter had detached. Catheter was removed in x-ray dept. No reported pt complications.